Manufacturer narrative:
The customer initially experienced low flier in (B)(6) of 2011, and a field service engineer (fse) resolved the issue by replacing the ion-selective electrode (ise) d-pot. The event re-occurred once in (B)(6)of 2012. At those junctures several hardware parts were replaced, cleaned, and exchanged. In addition, instrument part alignments were verified. Calibrations were verified and customer qc was acceptable. A service request was initiated a field service engineer (fse) was on-site and evaluated the unit. The fse ran ten (10) sample precision runs sequence 1, 2, and 3; all results were within performance specifications. The fse was unable to reproduce customer's complaint; however the issue will continue to be monitored. The customer reported a reoccurrence within two weeks; the fse replaced multiple parts including electrodes, tubing, probes, d-spot. The system was re-validated to perform within the performance specification. The failure mode of the event is unknown. The issue was discovered during the review of service records. At the time of the service the issue was resolved but the field personnel did not initiate a record of the incident in the database. Beckman coulter has re-mediated this process as part of the quality system re-mediation effort and training has been provided to ensure this gap is recognized and addressed through a complaint record. This event is associated with MDR reports listed below: 2050012-2012-01622 (submitted on time), 2050012-2012-01714 (submitted late, past 30 days), 2050012-2012-01716 (submitted late, past 30 days), 2050012-2012-01726 (submitted late, past 30 days).

Event description:
On (B)(6) 2012, a customer contacted beckman coulter inc., (bec) to report a reoccurrence of random low fliers for sodium being generated on the au2700 clinical chemistry analyzer on (B)(6) 2011. The low fliers were 10 mmol/l between testing and were not concurrent with the au analyzer in the laboratory. The customer did not provide actual patient data/values or the number of results involved. The customer repeated the test on the same instrument and an alternate analyzer. When repeated on an alternate instrument 7mmol/l difference in results were obtained and when repeated on the same analyzer 9 mmol/l difference was obtained. Erroneous results were not reported out of the laboratory and no changes to patient treatment are attributed to or connect to this event. Controls were run before and after the event and the performance were acceptable. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision).